Event description:
It was reported that a user experienced a dexcom g7 glucose signal not displaying on the ilet despite readings being present on the dexcom mobile app, and pairing to the ilet initially failed; after troubleshooting and education, glucose values appeared on the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education, which restored glucose display on the ilet. Investigation of this case revealed a transient communication or pairing failure between the dexcom g7 and the ilet that resolved with standard troubleshooting, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user-technique or use-environment related connection failure.